Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01768 (patient 1). Establishment address: (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 2 false positive results on the ID now covid-19 assay performed on various dates. This report addresses patient two (2) of two (2) . The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 after coming to the island on the first day by plane. Repeat testing was performed with the ID now generated negative result. Pcr confirmation testing on a nasopharyngeal swab ( outsourced) generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m145865 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144306, test base part number 190-430 / lot m144306. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144306 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.